Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient reported via remote transmission. Transcripts revealed that the implantable cardioverter defibrillator was post-paced t-wave over-sensing. No intervention was performed at the time.

Event description:
New information noted that the device was reprogrammed to resolve the issue.